Manufacturer narrative:
Investigation summary: the customer reported the prime volume on material me2020 is 0.3 ml on the bag, and it actually takes 0.4 ml to prime. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the complaint was verified. The set needed 0.4 ml to prime, just as the customer reported. The root cause for the issue has been identified as prime volume inaccuracy shown on the label. A project is underway to provide actions on the me2020 material in order to address the prime volume inaccuracy. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the tested a microbore tubing me2020 lot #24109118 and it primes with 0.4 ml as well. On the packaging it states 0.3 ml.